Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Conclusion code failure observed during analysis. Final analysis of the pulse generator found that a flipped bit caused the device to revert to backup vvi operation. After a device software download, normal function resumed.